Event description:
According to the report, bioglue surgical adhesive was used on a (B)(6) female that required a mitral valve repair and aortic valve replacement. Bioglue was used to seal the aortotomy. Post-operatively the pt suffered severe aortic insufficiency and echocardiogram showed evidence of immobility of one of the ats mechanical valve leaflets. Upon re-exploration, the surgeon noted that bioglue was obstructing one leaflet and the valve was replaced.

Manufacturer narrative:
The MFR's investigation is currently ongoing. Any additional info will be provided in the follow-up report.